Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d274trk, bi-ventricular ICD, implanted: (B)(6) 2010; 4194, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.